Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube and air/water cylinder had foreign objects, and the distal end had residual liquid. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
In addition to the finding in b5, the inspection also found the following: switch 1 had a cut. The scope-cylinder had no color. The grip was shaved. Right/left knob was shaved. The switch box had a scratch. Due to a cut on heat shrinking tube of the forceps elevator lever, the expected insulation capacity could not be obtained. The plug unit had a scratch. The scope connector cover unit had corrosion due to water leakage. Due to a cut on a-rubber, the insulation resistance value at the distal end does not meet the standard value. The cover of the light guide bundle was damaged. The light guide lens had a crack. The distal end was shaved. The adhesive around the light guide lens had discoloration.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer confirmed via phone the device was reprocessed according to the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.